Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and they allege insulin pump was under delivering. The customer blood glucose level was 563 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer stated backlight did not work. Customer reported that the insulin pump had unexpected restart error occurred last week. Customer was able to clear the alarm and able to complete rewind. Customer reported that the alarm occurred shortly after inserting a new battery. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
During back light check, there was a portion of the el panel that was not lit due to damaged el panel. However, device received with all operating currents within specification and passed rewind test, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test at 0.08780 inches. No possible over or under delivery anomaly noted. No unexpected a21 alarm or reset time or date anomaly after change battery noted during testing. Device was downloaded and all bolus delivered were found at the carelink pro report. No unexpected prime or fill anomaly noted during testing.